Event description:
It was reported that during a routine generator change out procedure, the setscrew was stripped and stuck in the header of pulse generator. The physician was able to get the screw out enough to remove the lead. The device was explanted and replaced. The patient was in normal condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.